Event description:
The customer reported that the system failed to display the fluoroscopic x-ray image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc (single board computer) pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.